Event description:
The customer stated she received a blood glucose reading of 289 mg/dl from her contour ts meter and a reading of 115 mg/dl from another meter. The difference between the readings calls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer disconnected the call after troubleshooting. No product expected to return for evaluation. No product sent.